Event description:
It was reported that customer was hospitalized for low blood glucose levels. Mother stated that customer had an insulin reaction prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.